Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2017-05783 and 2134265-2017-05784. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During the percutaneous coronary intervention (pci),it was perform outside the patient's body and was recognized as opticross 18 mode. The physician tried testing pullback, but pullback couldn't be performed. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-05783 and 2134265-2017-05784. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During the percutaneous coronary intervention (pci),it was perform outside the patient's body and was recognized as opticross 18 mode. The physician tried testing pullback, but pullback couldn't be performed. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.